Manufacturer narrative:
This report is for an unknown screwdrivers : symphony/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, the tissue sleeve of the symphony screw driver failed to stay attached to the driver after screw insertion. During the case, the driver was assembled, the tissue sleeve was retracted all the way back on the driver shaft, and the screw was loaded. While the surgeon was inserting the bone screw, his hand was on the tissue sleeve and applied delicate downward pressure with slight lateral movement to correct the trajectory and completed in inserting the bone screw. It was not until he detached the symphony screw driver from the screw and passed the driver to the scrub technician that the tissue sleeve slipped off the driver and fell onto the floor. There were no patient consequences. Surgical delay is unknown. Procedure outcome is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown screwdriver shaft (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown screwdrivers: symphony. This is report 2 of 2 for (B)(4).